Manufacturer narrative:
The lot number was not provided by the customer; therefore, the device history record could not be reviewed, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The device was not returned for evaluation; there was no device performance issue reported, so no investigation is required. Multiple attempts to obtain clarification were made, however, no further information has been made available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
An adverse event has been reported. It's stated on the (B)(6) 2022, during pulmonary vein isolation (pvi), a heliostar balloon catheter was used. The patient died on the (B)(6) 2022, from fistula between the left atrium of the heart and esophagus. It's stated a temperature probe was used in the esophagus. During the ablation the temperature rise was noticed on the temperature probe, and the corresponding electrode on the posterior wall, was switched off at 36 sec of the ablation. The temperature was noted as 48 degrees celsius. Catheter used: heliostar lasso star nav cs catheter guidestar sheath case completed. There were no patient consequences noticed and there was no delay. Submission for administrative purposes.